Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that needle 30 ga 1/2 in was clogged during use. The following information was provided by the initial reporter: the consumer informed that when he was applying the medication, noticed that the needle was clogged. Could you inform me if there were any consequences for the patient or medical staff? No information on this subject. Has there been proven contact with a dangerous product (chemotherapy) or blood? It seems that no. According to the description of the complaint sent to (B)(4), the needle was blocked and the product could not be administered.

Event description:
It was reported that needle 30ga 1/2in was clogged during use. The following information was provided by the initial reporter: the consumer informed that when he was applying the medication, noticed that the needle was clogged. Could you inform me if there were any consequences for the patient or medical staff? No information on this subject. Has there been proven contact with a dangerous product (chemotherapy) or blood? It seems that no. According to the description of the complaint sent to valdepharm, the needle was blocked and the product could not be administered.

Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 190220 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As samples were unavailable for return, twenty retained samples of the same lot number were obtained from the manufacturing facility for further evaluation by our quality engineer team. Through examination of the retained samples, no signs of defect were observed. The complaint could not be confirmed and the root cause is undetermined.